Manufacturer narrative:
No documented repair or resolution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the pedal wire was damaged by the couch during clinical use on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.